Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (B)(4) alleging a problem with the battery indicator on their onetouch verioiq meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 2am on (B)(6) 2014. The patient manages their diabetes with self-adjusted insulin. The patient reported wakening in the middle of the night with symptoms of ¿sweating and dazed feeling¿ which they associated with hypoglycemia. The patient was unable to test on the subject meter and used a backup meter instead. The patient reported obtaining a blood glucose reading of ¿49mg/dl¿ on a onetouch ultra smart meter. The patient self-treated their symptoms by drinking three glasses of (B)(4) and reported feeling better 30 minutes later. The alleged issue was not resolved with troubleshooting and replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient was symptomatic prior to the start of the alleged issue and administered self-treatment based on results from another blood glucose meter. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (12/15/2014). The patient¿s meter has been returned on 11/13/2014 and evaluated by lifescan product analysis on 12/5/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.